Event description:
During the procedure, the physician used a wilson-cook web extraction basket and a conquest ttc lithotriptor cable with adapter. After having difficulty crushing the stone, the basket wires broke. No injury to the user or patient was reported.